Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed purge pressure low alarm issue. The console was evaluated and it was confirmed that the purge disc retainer was broke off on the console. The root cause of this issue was a broken purge disc retainer. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male in st-segment elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a low purge pressure alarm. Purge fluid was found on the floor. The purge door was opened and noticed gray purge disc cover was broken and not attached to the aic. The aic was replaced successfully.